Event description:
It was reported the insulin pump was not working correctly. Customer's son stated the buttons on the insulin pump were pressed and the device does not respond. Customer's blood glucose was 28 mg/dl customer's son dos not recall any significant events which may have lead to the keypad issues. No moisture exposure or it wasn't dropped. Customer's son was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.